Manufacturer narrative:
Due to character limit: e1 (telephone) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse, that during servicing, the cardiosave (iabp) had helium leak. There was no patient involved.